Manufacturer narrative:
New information corrects the product information. This information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
The handheld, flashcard and wand were received for analysis. Analysis of the wand was completed on (B)(4) 2014. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld is unreliable and the physician's office no longer wants it. It is unknown if any troubleshooting has been performed. The handheld is expected to be returned for analysis, but has not been received to date. Attempts to obtain additional information have been unsuccessful to date.